Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further investigation.

Event description:
It was reported by the healthcare professional to the company sales representative "3y 8m po valve is not adjustable. Explanted."

Manufacturer narrative:
Manufacturing and quality control data: the progav shunt system was manufactured by a qualified employee in april 2015. No deviations occurred during assembly. The system was sterilized by miethke, and released for shipment after final inspection. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Visual inspection: some scratches, but no significant deformations or damage of the progav valve was detected during the visual inspection. Permeability test: a permeability test has indicated that the progav valve is permeable. Adjustment test: the investigation has shown that the valve can not be adjusted, neither on nor off. Results: after opening the progav valve, major deposits could be found inside the valve, which could be a cause of the failure based on our investigation, we conclude that the progav valve can not be adjusted, likely due to the dposits observed inside of the valve. As described in our literature, and the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No CAPA is necessary.